Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the blood glucose reached between 181 and 250 mg/dl while wearing the pod between 4 and 24 hours. Patient reported insulin doses not matching as 2 units bolus was completed while the system showed 1.5 units delivered via pod. Also, the patient reported that the canula was inserted but was not sure. Additionally, it was discovered after the pod removal that the cannula was visible, and the pink slide did not move forward, which indicates a needle mechanism failure.